Event description:
It was reported that while trying to program this cardiac resynchronization therapy defibrillator (crt-d) to MRI mode there was no capture. It was noted that the thresholds were 0.6v rv and 1.1v lv, where the MRI outputs were at 5v. The field representative tried to program into MRI mode again while running the papers to see the markers, and the markers indicated that the device was pacing. The patient was 100% pacer dependent. Technical services did not recommend performing the MRI, and requested to save the data and send in to the engineers for review. The device remains in-service. No adverse patient effects were reported.